Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the position sensor unit (psu) had communication failure and the status indicator light did not light up. Rebooting the product was repeated several times, but the issue was not resolved. There was no patient present.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4). The psu 9733437 polaris spectra (B)(4) was returned for analysis. Analysis found that the returned psu would not power up. Evaluation codes that apply to this testing: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported during a cranial biopsy that the position sensor unit (psu) had communication failure and the status indicator light did not light up. Rebooting the product was repeated several times, but the issue was not resolved. There was no delay and not impact to the patient.